Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Device evaluation: the device was returned to zoll medical corporation for evaluation. During the investigation the technician discovered that the customer attempted repair of the device. As a result of the device being tampered with, root cause could not be firmly established. The front enclosure cable was not seated properly. The cable was reseated. The device was recertified and returned to the customer. The tamper proof label was found damaged which indicates that an unauthorized personnel attempted repair which is not recommended. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.